Manufacturer narrative:
Section a2: age/date of birth (years): ages are 69.6 8.7. Section a3: sex/gender: (male: female): 19:20. Section a4 & a5: information unknown, not provided. Section b3: date of event: exact dates not provided. Section d4: a complete catalog number is unknown as the serial number was not provided. Section d4: serial number: unknown, information not provided. Section d4: expiration date: unknown, as the serial number was not provided. Section d4: UDI number: a complete UDI number is unknown, as the serial number was not provided. Section d6a: implant date: unknown, information not provided. Section d6b: explant date: not applicable, as lens was not explanted. Section h3-other (81): the device was not returned for analysis. The serial lot/serial number for this device is not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the serial number was not provided. Citation: hu dongrui, li qi, jin ganying, zeng qinsen, determination and evaluation of efficacy and rotational stability of two toric intraocular lenses, (2023), chinese journal of experimental ophthalmology; vol. 41, no. 12: 1187 to 1195. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Literature title: determination and evaluation of efficacy and rotational stability of two toric intraocular lenses. A cohort study was done to objectively evaluate the postoperative efficacy and rotational stability of two common types of toric intraocular lenses (iols), and perform vector analysis of postoperative residual astigmatism. A total of 80 eyes of 80 patients with age-related cataract combined with regular corneal astigmatism underwent phacoemulsification combined with toric iol implantation with either the tecnis zct iol (zct150 to zct400; johnson & johnson vision) (n=39 eyes) or the acrysof iq toric iol (sn6at4 to sn6at6; alcon) (n=41 eyes). At 3-months post-op, it was reported that the percentage of eyes with deviation of lens axis (lad) of = 5 degrees was 71.8% (n=28 eyes) and the percentage of eyes with lad of = 10 degrees was 94.9% (n=37 eyes) in the tecnis group. It was also reported that there were two cases in the tecnis group with an lad of 12°, but no surgical repositioning was performed. A copy of the article is provided with this report.